Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt (10.0 mcg/ml at 4.245 mcg/day), clonidine (200.0 mcg/ml at 84.90 mcg/day) and morphine (8.0 mg/ml at 3.3962 mg/day) via an implanted pump. The indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient had uneven delivery and intermittent pain relief on (B)(6) 2017. The patient was examined that day and swelling around the pump was noted. The device diagnosis was uneven delivery and tender pump pocket. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The patient's pump was revised on (B)(6) 2017 and the event was noted as ongoing. No further complications were reported or anticipated. Additional information was received from a manufacturing representative (rep). It was reported the patient was in withdrawal. It was indicated the symptoms were sudden. The logs were reviewed and there was no indication of an issue occurring in the logs to explain the withdrawal. The rep planned to follow up with the healthcare provider. The healthcare provider would be starting further troubleshooting to determine the cause of the withdrawal. The event date was provided as (B)(6) 2018. Additional information received from healthcare professional via a clinical study indicated the cause of the uneven delivery/intermittent pain relief was not determined. The patient's baseline weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the event resolved without sequelae on (B)(6) 2018.